Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that after they had replaced everything antenna, charger and nothing seemed to work; it was recommended that they try replacing the battery. Rep reported they replaced the battery on (B)(6) 21 and all the issues have been resolved. The old battery (B)(6) was returned on (B)(6) 21. Replaced with trunk stock. Rep was not sure what the problem was with old battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). Pt had a fall on the ice one-2 weeks ago but it's unclear if this is related to pt's current intermittency of stimulation. They did try setting up adaptivestim yesterday but it was only set up for lying down position so thatwhen pt was upright they weren't feeling any stim but when caller checked intensity for upright, it was set to 0ma (this was expected since as wasn't set up with any intensity for upright). Caller had pt turn off as feature using controller today. Since yesterday's programming session, pt feels intermittency of stim even when as was disabled. Pt also seeing settings not available on controller since yesterday which pt hasn't seen before. Technical services and caller reviewed that often this can be associated with imped issue; possibility of an intermittent type of connection issue that's occurring and to keep checking imped going forward. Pt seeing settings not avail message when at around 3ma. Impedances were fine yesterday. Pt using dtm programming on group a and group b is regular programming. Pt can turn up group b (it has 1 prog ram) fine and pt doesn't get settings not available with this group. The patient reported that the stimulator has turned off on its own three times. The patient said when pressing ok on the settings not available message the stimulator turns back on. The caller indicated that they did not see any oor messages when programming with the clinician tablet on (B)(6) 2021.